Event description:
It was reported that arrhythmia and atrial fibrillation occurred. A left atrial appendage closure procedure was being performed. After gaining transeptal accessing utilizing a versacross connect and a watchman trusteer access system with a mid/mid stick, the patient went into a tachycardic rhythm that the physician called atrial fibrillation. The patient was cardioverted twice without success. Amiodarone was administered and the tachycardic rhythm broke. The laac procedure was rescheduled. The patient has fully recovered and was discharged same day. The device is not expected to be returning as it has been disposed.